Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety needle of bd insyte¿ autoguard¿ shielded IV catheter did not retract properly. There was no report of serious injury, blood exposure, or medical intervention

Event description:
It was reported that the safety needle of bd insyte¿ autoguard¿ shielded IV catheter did not retract properly. There was no report of serious injury, blood exposure, or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were received for evaluation. Two videos were provided for observation of this incident. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #8127841 regarding item #381434 DHR review; was previously conducted for this investigation which disclosed the following: lot 8127841; was built on (B)(4) on 15may2018 through 20may2018 and packaged on (B)(4) on 16may2018 through 20may2018 for the quantity of (B)(4) ea. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product as there were no qns initiated during the build of this lot. All required challenge samples, set-up and in process samples including (but not limited to) retraction by button activation during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. There were no reject activity findings relevant to the alleged defect associated with the lot number provided for this incident as no quality notifications were initiated for this lot. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation conclusion: the videos revealed one used bd insyte autoguard which consisted of the needle/hub assembly and safety shield (barrel) with traces of thick media. Attempts to depress the activation button were being demonstrated. Visual evaluation of the video observed that during the attempts to activate the unit, eventually the button depressed and the needle did not retract; thus confirming the defect of needle retraction failure. Two photos were captured from the videos which demonstrate the findings noted above. Root cause description: probable root cause for this incident is indeterminate. Although videos did provide sufficient evidence to identify and confirm the reported defect, there was not sufficient evidence to establish a definite root cause. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.